Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer also reported that piston was not moving as it should. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed several infusion sets but the no delivery alarm would recur. The insulin pump will be returned for analysis.